Event description:
It was reported that the right ventricular (rv) lead had high pacing and superior vena cava (svc) coil impedance. The rv lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead was capped and remains in the patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).